Manufacturer narrative:
This report is filed on february 16, 2018.

Event description:
Per the clinic, the patient experienced migration of the electrode array, resulting in the decision to explant the device. The device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 20 april 2020.